Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, after several attempts, the customer was able to successfully fill the same cartridge and insulin delivery was resumed. Blood glucose was 200 mg/dl. Additionally, it was reported that the pump sometimes does not deliver insulin due to the resistance. A system check with tandem's technical support confirmed that the pump was delivering insulin as intended. Reportedly, the customer maintained that pump does not deliver insulin.